Event description:
It was reported that the procedure was to treat a lesion in the anterior tibial. The first 2.0 x 200 mm armada 14 balloon catheter was advanced without issue and inflated to an un-specified pressure, but the balloon would not inflate. The second 2.0 x 200 mm armada 14 balloon catheter was then advanced and inflated to an unknown pressure, but also did not inflate. Finally, a new armada was used successfully with the same inflation device and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the reviewed information, no product deficiency was identified. The additional armada referenced is being filed under a separate medwatch report.